Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a chemosafelock vial adapter where it was reported there was breakage. There was no reported impact of event on patient and medical institution worker. The reporter stated when the user attempted to remove the spike cap, the connector got detached, which should not be detached. - one (1) actual sample was received. - with ¿as-received¿ condition, the body part is detached. - white resin* was observed on the outer surface of male taper of body, and on the inner surface of the female connector of the spike. The trace of adhesive was observed though, there were deformation and trace of solvent observed on the threads of body. Moreover, the trace of threads of body was observed on the outer surface of female connector of the spike. - based on the above observations, it was assumed that the connection between the spike and the body has been made in tilted position. *since the substance was insoluble, it was assumed non-drug substance. The event was detected prior to patient use. The event was noted during drug preparation. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. The device was changed with no further problems encountered.

Manufacturer narrative:
A series of photos were shared by the customer, where the chemoport and the spike of item #kl-va001u3 are observed to be separated. A solvent marks inside the chemolock and the luer is observed. One (1) used sample list # kl-va001u3 was returned for evaluation. As received the chemoport and spike were observed to be separated from each other, a dry up solvent evidence was observed inside the male luer. However, no broken components or additional damage or external forces being applied were observed. The complaint body part is detached can be confirmed. The probable cause was due incomplete insertion during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.